Event description:
It was reported that the pt underwent a tlif and posterior lateral fusion at l4-l5 using rhbmp-2/acs. At an unk time post-op, the surgeon noted fibrous tissue between the screws and posterior laterally. Swelling was seen in the surrounding tissues as well. The surgeon also reported "some sort of reaction and subsidence." The pt underwent a revision surgery 8 months post-op to irrigate the area.

Manufacturer narrative:
(B) (4). Fibrous tissue. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Multiple lateral (sagittal) CT reconstructions part myelogram. Some degree of dural narrowing appears behind l4-l5. Interbody spacer at l4-l5 in good position with some apparent osteopenia about device. Mild disc narrowing noted. The device was not available for return to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.